Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is only further relevant information from that review, a supplemented medwatch will be filed.

Event description:
A report was received that the patient had an infection at the ipg site. Symptoms of drainage and redness at the ipg site were noted. The patient was placed on antibiotics and underwent a revision procedure wherein the ipg was removed to flushed out the area and was placed back in. The patient was doing well postoperatively.